Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr 1st = 1.8; 2nd = 1.2. On (B)(6) 2011 - inratio inr (different lot of strips) inr = 2.4. On (B)(6) 2011- inratio inr 1st = 1.8, 2nd = 1.2. Five minutes between tests. Patient self tester's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2011, inratio: 1.8, inratio: 1.2, mean: 1.5, sd: 0.424, %cv: 28.28, result: fail. Since %cv is greater than 20%, inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported result from another different dates of testing ((B)(6)). A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. In-house therapeutic donor testing has been performed on reported lot 262184 on (B)(6) 2011. Results as follows: inratio: 3.5, inratio: 4.4, inratio: 4.4, mean: 4.10, sd: 0.52, %cv: 12.67. Inratio: 1.5, inratio: 1.5, inratio: 1.5, mean: 1.5, sd: 0.00, %cv: 0.00. Both donor %cvs are less than 20%. Precision criteria have been met. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned. Retain strip testing results met precision criteria. Root cause could not be determined from the information provided by the customer. As of (B)(4) 2012, (B)(4) discrepant complaints have been reported for lot# 262184 yielding a complaint rate of (B)(4). Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).